Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level was above 420 mg/dl. Customer experienced symptoms such as nausea, vomiting, abdominal pain. The customer current blood glucose level was 252 mg/dl. The customer was treated with insulin. Customer does not allege pump was under delivering. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reported insulin exited at the quick release. The insulin pump will not be returned for analysis.